Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review was performed for this case: device use did not contribute to the patient¿s outcome, the shutdowns occurred when the patient was in not shockable rhythm. Appropriate shocks were delivered when a shockable rhythm was present. A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The therapy pcb was replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic records were downloaded for review and the unexpected shutdowns were verified by the clinical specialist. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the device had unexpectedly shut down during an intervention. This issue may prevent the device from providing therapy if it were needed. The patient associated with the reported event did not survive. It was determined that the device use did not contribute to the patient outcome.